Event description:
It was reported a patient presented in the hospital after receiving inappropriate high voltage therapies. The cause of the inappropriate therapies was undersensing on the atrial channel. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.